Manufacturer narrative:
Pt info was not available at time of this report. Device manufacture date not available at time of this report. Medtronic rep tested all suspect instruments on site. No problems found w/system. The medtronic rep reported that the site was using synergy cranial for ent cases and he cautioned the site that this was off label use.

Event description:
A medtronic rep reported the site is experiencing some difficulty with optical tracking in synergy cranial. The medtronic rep reported that the site was using synergy cranial for ent cases and he cautioned the site that this was off label use. The surgeon discontinued the use of the stealthstation. There was no reported impact to pt outcome.